Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp standard bore catheter extension set would not flow. It was further described as fluids would not allow to come down the IV tubing. This issues was identified during priming. There was no patient involvement. No additional information is available.